Manufacturer narrative:
We received one 131f7 catheter with an attached limited volume monoject syringe for examination. The reported event of "stop displaying measurements and readings" was not confirmed. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. All through lumens were found to be patent and did not leak. The balloon inflated clear and concentric and did not leak. In addition, the catheter body was free of kinks or indentations. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. The IFU for this product states ¿keep pressure monitoring lumens patent by intermittent flush or continuous slow infusion with heparinized saline solution.¿ potential risks associated with the use of swan-ganz catheters include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. The duration of catheterization should be the minimum required by the patient¿s clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increases significantly with indwelling periods longer than 72 hours. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the catheter stopped displaying measurements and readings after a few hours of use. When the clinician changed the catheter, without introducer replacement, it was noticed that a blood clot was on the tip of the catheter. The catheter was flushed intermittently with heparinized flushing solution. There was no allegation of patient injury. Device was available for evaluation. Inquired of patient demographics. Unable to be obtained.